Event description:
It was reported that the patient had had several falls over the last couple of years prior to the date of this report. Most recently the patient had sustained a skull fracture a week ago friday prior to the date of this report and then wednesday prior to the date of this report she had fallen twice and was brought in for testing. A computerized tomography (CT) scan was done and the patient was told she had a brain bleed and that was the reason for her hospital stay. The patient had had a scheduled appointment with her deep brain stimulator office the day prior to the date of this report but had had to cancel. The patient was to follow-up with the deep brain stimulator healthcare professional once her current medical situation was treated and stabilized. The patient was not seen by the healthcare professional since hospitalization for her fall. No outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient, product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. (B)(4).